Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Review of the device logs show occurrences of the reported problem. However, without the multifunction cable from the time of the event, the malfunction cannot be confirmed. No trend is associated with reports of this type.

Manufacturer narrative:
Further review of the device logs indicate that the initial low frequency impedance was correctly measured by the device on a fifty ohm load simulator. When the discharge was delivered the high frequency impedance measurement was zero ohms and adjusted the resistor schedule, resulting in low discharge results. This indicates that there was no malfunction of the device and an outside factor was the cause of this error. Analysis for reports of this type has not identified an increase in trend.